Manufacturer narrative:
(H3) pending evaluation.

Event description:
It was reported that during surgical use this incident occurred with the ergo stem inserter while trying to engage the stem implant for impaction. The surgical tech tried to engage the stem realizing it wasn't working so I instructed her to stop, twist the black piece, and try again. After trying to re-seat the black piece, it broke in half and locked the inner spring in place. The wheel would no longer spin. Patient was last known to be in stable condition following the event. Product not returning. Unable to obtain images or x-rays.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that the event did not involve a death or serious injury nor would be likely to cause or contribute to a death or serious injury if the reported malfunction were to recur. As a result, this complaint event is no longer considered reportable by exactech and this report may be disregarded.